Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalized high readings and low battery alert from the insulin pump. The customer's blood glucose reading was over 400 mg/dl. The customer's current blood glucose was over 600 mg/dl on 1 meter and 518 mg/dl on another meter. The customer treated with 38 units of manual injections. The customer had symptoms such as nausea, vomiting, abdominal pain and difficulty breathing. The customer was hospitalized for urinary tract infection which resulted in diabetic ketoacidosis. The customer also stated that the batteries on the pump only lasted for about 2 weeks. The customer was advised to call back to troubleshoot once tubing clamp is received.